Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen and remote support service was offline. A field service engineer asked the customer to log in an attempt to recover the failure; however, the helmer unit was failed and not detected, powered down both the helmer unit and the pyxis station. After one minute, powered the helmer unit back on, and once it fully booted, powered on the station. After the system returned to the application, asked the customer to attempt recovery again, and the failure was successfully recovered, then had the customer inventory the medications in the refrigerator. The failure was recovered, and refrigerator medications were inventoried successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the station became frozen at a screen displaying "initializing device manager." The customer confirmed that the device status showed as online in remote support service. The customer further reported that this station was the only pyxis station available in the labor and delivery area, impacting access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.